Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was informed about how to perform the reset independently. Technical support offered to remain on the line during the reset, but the customer declined and was advised to call back if the issue recurred. No further assistance was required.